Event description:
The customer contact reported an e321 (battery charger timeout) error code. The device was returned to the biomedical department with an unsigned note that indicated alarms malfunction code e321. No tracking information was provided; therefore, no specific pt information, pump programming, or event details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device passed testing. A e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.